Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the capture threshold increased suddenly resulting in failure to capture. X-ray revealed lead dislodgement. The lead was explanted when repositioning was unsuccessful. Patient condition was good after the event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.